Event description:
Techniciens ambulancier, (ta's), responded to a person described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. The rptr stated the pt's ECG appeared to be shockable based on the AED's ECG display. According to the rptr, when the AED's analyze button was pressed and the AED began to charge, the AED reset and cycled power. The report stated this occurred twice more, then the ta's performed CPR. The report states that 3 further attempts were made with the same result before a backup AED was called for and used. The backup AED advised and shocked the pt, then subsequently did not advise further shocks. The pt was not resuscitated.